Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was performed by tandem technical support and no issues were identified. Customers blood glucose was 137 mg/dl. Reportedly, the customer reverted to an alternate method insulin therapy.